Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Healthcare professional additionally reported free silicone in the pocket via an rga form. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening in the radius side assessed as surgical damage and missing side assessed as inconclusive . No other additional observation.

Event description:
Healthcare professional reported right-side rupture and "free silicone in the pocket" via an rga form. The device has been explanted and replaced.